Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter phone number: (B)(6). Review of the most recent repair record determined that the device was stiff during functioning and that the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the roller handle was stiff. Additionally, upon investigation it was found that the comb was damaged. No additional information available from the customer. No adverse events were reported as a result of this malfunction.